Event description:
The device in question broke away from the pole clamp used to secure it to intravenous poles. It is unknown if this occurred during treatment or transport. There has been a total of 52 occurrences of this occurring in the past five months since putting these devices into clinical use. List of device serial numbers and the dates our department serviced them are provided below. Manufacturer response for volumetric infusion pump, spectrum iq (per site reporter). Vendor did not seem concerned. Tech support indicated we could send the devices in for service, however we have been repairing these in-house.

Event description:
The device in question broke away from the pole clamp used to secure it to intravenous poles. It is unknown if this occurred during treatment or transport. There has been a total of 52 occurrences of this occurring in the past five months since putting these devices into clinical use. List of device serial numbers and the dates our department serviced them are provided below. Manufacturer response for volumetric infusion pump, spectrum iq (per site reporter). Vendor did not seem concerned. Tech support indicated we could send the devices in for service, however we have been repairing these in-house.